Manufacturer narrative:
Tw# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the power supply has a crack.

Event description:
The hospital reported that the power supply has a crack. The crack developed over time.

Manufacturer narrative:
(B)(4). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: e3. The device was not returned to maquet cardiac surgery for investigation. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. No cracks were observed on the power supply. Product information was observed. Based on the non-return of the reported device as well as the photographic evaluation, the reported failure "crack" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # h10030019g. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw# (B)(4). Corrected field: h3. Updated section: b4, g3, g6, h2, h11.